Event description:
It was reported that the device fails to charge defibrillation energy when the charge button was pressed. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb and biphasic pcb assemblies to resolve the reported issue. The device was then returned to the customer for use.

Manufacturer narrative:
Correction: the initial medwatch report read: (B)(6) 2012 respectively. The initial medwatch report should read: (B)(6) 2012.